Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the anterior inter ventricular artery. After pre-dilation was performed without difficulties, a 3.50x12 synergy stent was advanced to the lesion. However, the stent was dislodged in the common core of the lesion. The stent was brought back and "impacted in the radial artery." The stent was implanted. No patient complications were reported.